Event description:
It was reported via repair work order that the foot end casters were not holding due to activation finger on head left had hex screw break in it. No adverse consequence or clinically relevant delay in treatment was reported.